Event description:
Stenting sma gore viabahn vbx, sn:(B)(6). Stent was inserted over the wire, would not enter the sma. Stent catheter was removed, but the stent came off the balloon catheter. Stent was captured with the wire and dragged back into the right iliac artery where it was stented over.